Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation on (B)(6) 2017, ventricular lead impedance was below 200 ohms and the time to rrt (recommended replacement time) was not displayed. Stored episodes showed some noise. Preliminary analysis showed that there was noise oversensing on the ventricular channel, which could result from electromagnetic interferences (emi), myopotentials and/or a ventricular lead issue. The residual longevity could not be calculated since the ventricular lead impedance was outside normal range (below 200 ohms).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2017, ventricular lead impedance was below 200 ohms and the time to rrt (recommended replacement time) was not displayed. Stored episodes showed some noise. Preliminary analysis showed that there was noise oversensing on the ventricular channel, which could result from electromagnetic interferences (emi), myopotentials and/or a ventricular lead issue. The residual longevity could not be calculated since the ventricular lead impedance was outside normal range (below 200 ohms).